Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, patient vision was not crisp. The lens was superimposed. The lens was explanted and exchanged with other company replacement lens one month following the initial procedure. Clinical reason for explant was mentioned as unknown etiology.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).